Manufacturer narrative:
Manufacturer's root cause investigation concluded the probable cause of failure as device handling.

Event description:
Account reported that during a clinical procedure for the treatment of varicose veins, a piece of the the vari-lase fiber remained in the patient's leg requiring surgical intervention. No additional information was obtained from the account.